Event description:
It was reported that during a follow-up visit, the ventricular sensing had decreased. The impedance and the capture threshold were stable. An x-ray will be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.